Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: during investigation, there were no power interruptions observed in the black box. There was no damage found to the battery cap. The battery cap attached securely to the pump. The pump was exercised for 24 hours with no power issues occurring. The battery cap contacts were found to be within specification. The pump was opened and there was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.